Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Date of event: unknown, but the best estimate is between (B)(6) 2019 and (B)(6) 2019. (B)(4). Device evaluation: product evaluation was not performed because the product is not available. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released per specification. A search of complaints revealed that no other complaints for this production order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Based on the results of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the multifocal intraocular lens (model zlb00 +18.0 diopter) was explanted from the right eye (od) due to the patient experiencing halos and glare. A monofocal lens (model zcb00 +18.5 diopter) was implanted as a replacement. No incision enlargement, no vitrectomy was performed but sutures were used. Reportedly, the patient is doing well post lens exchange. The account commented that the explanted lens is not available for evaluation. No further information was provided.